Event description:
First procedure was at 8:00 am. Right hemi-colectomy due to adeno-carcinoma. Rectal bleeding post-op required re-admittance to the o.r. At 1:55 pm. Inspection of outside of ileo-colotic anastomsis revealed no bleeding. Anatomsis was dismembered and a hand anastomsis was performed. The colotomy was also re-done by hand sutures with 3/0 sutures. Pt was then discharged on 7/26/96.